Manufacturer narrative:
At this time, the device has not been returned. It was noted it was in the pathology department at the hospital. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right ventricular (rv) noise, oversensing, and fluctuating impedance measurements between 226 and 380 ohms. The patient's rv lead was noted to be fractured; however, a lead fracture was not confirmed. A surgical revision was performed and noise was noted when the device was taken out of the pocket with the lead still connected. The lead and device were explanted and replaced. It was noted the physician elected to replace the device to implant a magnetic resonance imaging (MRI) compatible device. No adverse patient effects were reported.